Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 594 mg/dl and the current blood glucose value was 576 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. And later it was declined. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. The sensor glucose was 197 mg/dl vs blood glucose was 594 mg/dl and the sensor was updated. The customer tends to run within the 200s and claims that she was in a stressful situation last night that she believes to be the reason for the high blood glucose. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.